Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a cataract procedure, the system stopped irrigating. The case was completed after exchanging the cassette pack. There was no patient harm.

Manufacturer narrative:
Additional information provided: the customer called the company technical support specialist (tss) to assist with troubleshooting. The customer was able to troubleshoot and resolved the problem reported. The customer did not request service. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The cassette pak was not returned for evaluation. The condition of the product could not be verified. The customer did not retain the finished goods lot number; the device history record (DHR) and lot number history could not be reviewed. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).